Event description:
The customer contact reported the piercing pin of the tubing set fell out of a blood container. The tubing set was to be used to deliver approximately 300-350 ml of leukocyte reduced red blood cells (lrrbcs). At approximately 2130, the piercing pin of the tubing set was inserted into the administration port of the blood container. The customer contact reported as the nurse squeezed the drip chamber of the tubing set, the piercing pin fell out of the administration port of the blood container. It was reported that approximately 150 ml of lrrbcs leaked from the blood container. The tubing set and the blood container were replaced and the therapy initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.